Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement test. Pump received with stuck motor error alarm loop during bolus delivery, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected vibrator anomaly. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 167 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process due to receiving a motion sensor test failure alarm. Customer was able to clear the motion sensor test failure alarm with a battery change. Customer was advised that insulin pump would need to be replaced.